Event description:
It was reported that a perforation occurred. On (B)(6) 1995, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020, a computed tomography (CT) scan revealed the struts from the filter protrude several millimeters outside of the inferior vena cava (ivc), perforates the small bowl, psoas muscle, perforates the mesenteric fat, and renal perforation. The patient has experienced pain when walking standing or bending, as a result.